Event description:
The patient had an endeavor sprint drug-eluting stent implanted during the index procedure. Approximately 24 months post index procedure the patient is reported to have suffered an mi. A repeat angiography was performed. The investigator did not assess the relationship between the event and the study device.

Event description:
The rca was treated during the index procedure.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).